Event description:
A company representative reported that mold was found in a patient's eye following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Additional information has been requested.